Manufacturer narrative:
Concomitant medical products: (2) 2426-0500; therapy date (B)(6) 2017. The customer¿s report of insulin infusing faster than expected was neither confirmed nor replicated. The pcu event log shows that at 11:33 pm on (B)(6) 2017 insulin 100unit/100ml was programmed to infuse at a rate of 2ml/hr. The infusion continued until 12:20 am on (B)(6) 2017 when the device was channeled off. The volume recorded as being infused during this period was 1.338ml. There were 3 patient side occlusion alarms during the infusion and no air in line alarms. Functional testing found the pump module to be delivering fluid within specification. There were no leaks or other anomalies observed with the returned primary sets. The root cause of the customer¿s report of insulin infusing faster than expected was not identified.

Event description:
The customer reported that the patient was receiving d5lr at 75 ml/hr. At 2330 insulin 100 ml was started at a rate of 1.5 units/hr, however at 0025 the bag was found empty. Unspecified interventions were performed for low blood sugars. The total volume infused shown on the pump was 1.3 ml. There was no leakage observed.